Event description:
It was reported that a catheter issue occurred, a break in the distal segment. During a pump replacement for normal battery depletion, the health care provider (hcp) cut the pump connector. The hcp then performed a dye study test which revealed that there was also cut in the spinal segment of the patient's catheter. The hcp tried to extract the spinal segment but "during operation" the catheter was broken and "a little fragment of the spinal segment" was left in the patient's body. It was reported the hcp decided to replace both the pump and spinal segment with tricumed devices. It was noted the patient never had any symptoms of withdrawal prior to the replacement as well as after. The device system had been used to administer baclofen. It was later reported that the patient would be monitored during the next follow up of the pump. The images of the dye test were not available and it was noted the hcp had decided to explant the catheter because he preferred to explant it to avoid having to make a revision in the future.

Manufacturer narrative:
Concomitant medical products: product ID 8711, serial# unknown, implanted: (B)(6) 2003, explanted: (B)(6) 2013. Product type: catheter. (B)(4).